Manufacturer narrative:
Correction: the previous or initial MDR submitted on may 17, 2021, was filed inadvertently as a duplicate of another report. The information has been reported under MFR report number 6000034-2021-01667. This report is submitted on july 2, 2021.

Manufacturer narrative:
This report is submitted on may 17, 2021.

Event description:
Per the clinic, the patient reportedly experienced an electrical shock with and without the external device resulting in the decision to discontinue use of the device. The device was explanted (B)(6) 2021. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report.